Manufacturer narrative:
This type of event is addressed in the device labeling.

Event description:
This device was explanted due to three shorted electrodes and an associated decrease in the pt's performance. Explantation/reimplantation surgery occurred on (B)(6) 2004.